Manufacturer narrative:
It was originally reported that the complaint device would not activate, however, upon evaluation it is noted that a portion of the distal tip is missing, fractured off. Upon deliberation this day, 2008, we concluded through an educated assumption that this would most likely have happened while the device was activated and being used, and this would be while the device was in a body. Further , if this is so, we do not know if the broken fragment was retrieved. Based on the negative potential we consider this event to be a reportable event, a malfunction. The failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. As this point in time no further action is warranted.

Event description:
The device wouldn't activate during operation. The doctor used another device to finish the procedure.